Event description:
It was reported that there were over 600 short intervals, which could indicate oversensing, as well as noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.